Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be field upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 300cc. They attempted to dialyze the pt on a new set up and once again the machine alarmed blood leak and blood strips confirmed. One further attempt on a different dialyzer, the nipro eliso, and again the machine alarmed blood leak that was confirmed with blood strips. The pt was unable to dialyze with three attempts. Blood was not returned to the pt. Medical intervention was required. The nurse reported, "they were unsure altogether how much blood the pt lost with the three attempts so the pt was sent to the emergency room for eval and analysis. "Per treatment sheets, the physician requested for dialysis catheter placement. The pt had no adverse effects. The pt did not complete treatment at the user facility and it is unk if the pt completed treatment at the hosp. Sample has been discarded.